Manufacturer narrative:
Result: scale required calibration.

Event description:
It was reported by service report that the scale is not weighing accurately. No pt involvement or adverse consequences are reported.